Event description:
The customer reported that she experienced a high bg (334mg/dl) within the first day of activating a new pod. In addition, blood was seen in the cannula though the pod did not initiate an alarm. No additional info was provided about the device or the event. The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.